Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the initial procedure. It was reported that on (B)(6) 2014, a proximal type I endoleak was determined and the patient was converted to the open repair. The medtronic cuff was used as an extender in the aortic neck. It was reported that the gore® excluder® aaa endoprostheses were not explanted. Further information was requested.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted.

Manufacturer narrative:
According to the information provided by the site, the patient implanted with a non gore device. This complaint does not include a specific allegation of deficiency against the gore device.

Event description:
Gore has received additional information from the site. Medical records have been checked, and a mistake discovered in the patient`s data input. The site currently has two ongoing similar studies, the great registry and the endolong registry, both regarding aortic endovascular treatment. The great registry is specific for the gore devices. But the endolong registry is related to all others companies aortic devices. By mistake, the endolong data was added to the great registry. This particular patient was a candidate to implant the gore device, but intraoperatively it was decided to deliver another, non-gore device. Therefore this report is being retracted, as no gore devices were implanted in this patient, no gore devices are involved in this adverse event.